Event description:
Patient's brother contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a hardware error on (B)(6) 2015. Patient's brother was advised to reset the device. At the time of contact, the patient's brother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).